Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument has been returned and evaluated by failure analysis (fa). Fa investigation replicated and confirmed the customer reported complaint. The instrument was found to have a broken main tube approximately 3.347" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have a broken tube adapter at the distal end. A piece approximately 0.067" x 0.115" was not returned with the instrument. The complaint was confirmed based on fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument has an indentation/bend in the lower part of the shaft. It does not move very well with the instrument arm. The procedure was completed with no indication of patient injury.